Manufacturer narrative:
(B)(4). Date sent: 8/28/2017. Batch # (B)(4).

Event description:
It was reported that during a splenectomy, the instrument did not open at all (unlock). All of the details that are known/available have bee reported.

Manufacturer narrative:
(B)(4). Batch # n5775r. Device evaluation: the analysis results showed that the tlh60 device was received with the hook shroud opened by the seam and with a cartridge loaded on the device. The cartridge was returned with all the staples protruding. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the device was noted to have the lockout slide tip and the adjusting knob damaged. The damage to the lockout slid tip and knob is consistent with an excessive force applied to the rotating knob when trying to dial down a locked device, causing the damage to the knob. It should be noted that the instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.